Event description:
It was reported that the system 9800's c-arm would not raise. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The customer cancelled the visit by the ge service representative and no investigation was performed. Additional information will be reported when it becomes available.